Event description:
A plate, implanted in 2002 for a wrist fracture, broke post-operative. The plate has not been removed from the pt. Pt was splinted upon implantation, now casted and uses bone stimulator.